Event description:
The account stated that the head section of the stretcher wouldn't remain up after it was raised. Drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to worn gas springs. He replaced the gas springs to repair the bed.